Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the brachium. The 90% stenosed, de novo lesion was located in the non calcified and moderately tortuous left main coronary artery (lmca). The 15mm x 4.5mm quantum maverick monorail balloon catheter was advanced to the lesion and used for pre-dilatation. After the implant of another manufacturer's 12mm x 3.5mm stent, the same quantum maverick balloon catheter was used to post dilate the stent and ruptured at 7 or 8atms. The balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the returned balloon catheter was examined microscopically, tactilely and visually and blood and contrast were visible. The balloon was inflated with an inflation device and a pinhole was noted approximately centered between marker bands. Further examination of the device revealed no other damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)